Event description:
It was reported that during treatment of a left ica large aneurysm, the fred x device was deployed and detached however, the proximal flared ends of the fred x didn¿t completely open. A balloon plasty was performed and the fred x was apposed to the vessel wall and well separated out. Final runs were clean with stasis in the aneurysm.

Manufacturer narrative:
The device was not returned to the manufacturer for analysis nor were any images/media provided for review; therefore, the alleged product issue cannot be verified. The device remains within the patient. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The alleged product issue cannot be confirmed at this time. If additional information is received a supplemental MDR report will be provided.